Event description:
In 2008, seven days after having a carotid stent placed in the left carotid artery, the patient suffered a neurological deficit diagnosed as an ischemic stroke. A male was consented to the study on a week earlier. The index procedure was completed on the same day, and patient was asymptomatic. The target lesion location was the bifurcation of the left common carotid artery. There was no occlusion of the contralateral carotid. Reference vessel diameter was 5.0. Target lesion diameter stenosis was 90.0 with lesion length 15.0. Total length of stented segment is 30.0. Lesion calcification and vessel tortuousity by visual inspection were described as mild. Geometry of the lesion was described as eccentric and ulcerated. An angioguard distal protection device was used and there were no technical problems with the device. Upon retrieval of the angioguard device there was debris found in the basket. A precise stent was placed for treatment of the target lesion. There was no malfunction with the stent. The procedure was completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged on the next day. On six days later, the patient suffered a neurological deficit diagnosed as an ischemic stroke. The onset was gradual. Recovery was full more than 24 hours after onset. The event was not related to anticoagulation. The patient returned for a 30 day follow-up visit and neurological assessment was scored as a 1.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.